Manufacturer narrative:
(B)(4)

Event description:
It was reported that there was an issue with the lockscreen critical alert. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.